Event description:
A report was received that the patient underwent a revision procedure. The physician explanted the ipg due to patient having infection from bed sore at the ipg site. The patient was implanted with a new ipg and is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient was given antibiotics following the procedure. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient underwent a revision procedure. The physician explanted the ipg due to patient having infection from bed sore at the ipg site. The patient was implanted with a new ipg and is reportedly doing well.

Manufacturer narrative:
The ipg was not returned to bsn, because it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.